Event description:
It was reported that when the patient presented in clinic for a magnetic resonance imaging (MRI) test, the device was interrogated and revealed episodes of noise that resulted in oversensing due to electromagnetic interference, far-field r-wave oversensing, and automatic mode switching (ams). Provocative testing was performed and was unable to reproduce the noise and oversensing. The MRI was postponed; the patient was stable and will continue to be monitored.